Manufacturer narrative:
The product evaluation has been completed. Product handle/shaft assembly returned in a original product pouch. Visual inspection confirmed the abrasive silicone bead had broken off approximately .5mm from end of shaft. The base of the silicone bead was still firmly secured inside the shaft tube. The loose piece of the silicone tip of the device was not returned. This potential failure mode is identified and addressed in a 2018 change to our instructions for use document (B)(4) rev m. Warning in IFU states: "only retractable ddms products (20.16, 20.16.23, 20.16.25) are compatible with valved cannula systems. Use of other ddms products (20.04, 20.04.23, 20.04.25s, 20.04.27, 20.07, 20.18) with valved cannula systems may damage flexible tip". In this occurrence it was confirmed a valved cannula was in use at time of the incident. This was a contraindicated action by the user. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: d4 corrected UDI number.

Manufacturer narrative:
The DHR evaluation did not reveal any negative quality patterns. 100% visual inspection of tip for nicks, tears, or cuts, was performed under magnification per inspection form. No ncs associated with the DHR. This investigation is ongoing.

Event description:
The user facility reported a 25ga tano diamond dusted membrane scrapper (ddms) tip broke off inside patient''s right eye. The surgeon could not remove it through the 25ga cannula. The cannula was removed, the conjunctiva was opened with westcott, and a 20ga sclera incision was made with an micro vitreoretinal (mvr) blade. The tip was removed using internal limiting membrane (ilm) forceps. The incision was closed with 7-0 vicryl suture. Closed conjunctiva with 6-0 plain gut suture.